Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file indicated that there was malfunctioning of the flexvision pc. During troubleshooting the fse found that there was an issue with bios battery of the flexvision pc. The fse replaced the bios battery of the flex vision pc to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the allura system was not starting completely and stuck at the countdown. No harm was reported to philips. Philips has started an investigation of this complaint.